Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: review of the black box and download history revealed multiple loss of prime warnings due to low (non-zero) force. There were no other alarms relevant to the complaint. On investigation, the pump powered on normally and performed the ez-prime steps without error, alarm or warning. The pump was exercised for 24 hours on a basal rate program without error, alarm or warning. The force sensor was evaluated and found to be within the required specifications. Investigation did not duplicate the alleged ¿continued alarm¿ issue and the pump was found to be performing with the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging a call service (call service alarm issue); continued alarm. Animas customer support made several attempts to obtain further information regarding this complaint; however, no further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.